Manufacturer narrative:
Concomitant product: 5568-53 lead implanted: (B)(6) 2007.

Event description:
It was reported that the atrial beats/p-waves were falling in the blanking period, causing the device to mode switch. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.